Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a false alert for out of range left ventricular (lv) lead impedance, yet the actual measurement was in normal range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.